Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up reprot. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Futhermore, this report relects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
According to the report, an ent surgeon used bioglue in a procedure and the patient subsequently developed an infection. Multiple attempts were made to obtain additional information from the surgeon. However, these attempts did not yield additional complaint details other than the surgeon believes that the infection was caused by the or and not bioglue. Since the bioglue lot number could not be obtain by the hospital, distributor, or surgeon a review of shipping records was performed a review of lots that were available at the time of the surgery was perform. A review of these lots confirms that all records were controlled, available for review, and met all physical, functional, microbial, and chemical specifications per the device master record. No further action is required at this time.

Event description:
According to the report, bioglue was used by an ent surgeon and the patient subsequently developed an infection. No additional information has been provided. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.